Manufacturer narrative:
The reservoir was received used and attached to the infusion set and had an unknown liquid with a large air bubble. The reservoir passed the reservoir protocol testing.

Manufacturer narrative:
Part/model number: mmt-326a. Reference no. Unknown. Lot no. Unknown. Patient name (B)(6). Reservoir(s) received with insulin: yes. Qty 1. The reservoir passed the reservoir protocol testing. Notes: received reservoir used and attached to infusion set. Reservoir had unknown liquid in reservoir with a large air bubble. Prefilled vial prep. (B)(4).

Event description:
Customer passed away. The reservoir was the only product returned. The insulin pump was requested to be returned. No additional information was provided.